Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible mgmt personnel. There have been no other complaints reported in the lot number. Add'l info was requested on 3/18/2011 and 4/11/2011 by fax, mail and phone. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) was exchanged for the same model, different power lens. Add'l info has been requested.